Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® flashback blood collection needle had caps coming off prematurely. This happened 8 times causing 5 clean needlesticks. The following information was provided by the initial reporter: the disposable intravenous blood collection needle, at the first cap extraction stage, will bring the needle out of the cavity, causing the customer to puncture the needle. Disposable intravenous blood collection needle, there are 8 needles in the same batch. In the process of use, when the white needle cap is pulled out in the first step, the needle body will be taken out, and the user has a faster speed when using, a total of 8 needle drops occur, of which 5 needles cause hcp needle injury. The number of complaints is 8.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported that the bd vacutainer® flashback blood collection needle had caps coming off prematurely. This happened 8 times causing 5 clean needlesticks. The following information was provided by the initial reporter: the disposable intravenous blood collection needle, at the first cap extraction stage, will bring the needle out of the cavity, causing the customer to puncture the needle. Disposable intravenous blood collection needle, there are 8 needles in the same batch. In the process of use, when the white needle cap is pulled out in the first step, the needle body will be taken out, and the user has a faster speed when using, a total of 8 needle drops occur, of which 5 needles cause hcp needle injury. The number of complaints is 8.